Manufacturer narrative:
(B)(4). Concomitant medical products: taperloc micro lat fmrl 17.5mm, pn 15-103209, ln unknown; selex/magnum mod hd 40mm +9, pn s991140, ln unknown; unknown max-rom, pn unknown, ln unknown; unknown magnum taper, pn unknown, ln unknown. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-06959. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that patient was noted to have acetabular findings of the right hip demonstrate radiolucency zone ii, zone iii, and stem subsidence approximately four years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.